Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a pt developed an infection approx 7 months after the tm patella was implanted. The tm patella was implanted on (B)(6) 2014 and revised on (B)(6) 2015. Additionally it was noted that the surgeon removed the implant in stage I revision and wanted to provide zimmer with feedback on how well bone ingrowth had occurred under the circumstances.

Manufacturer narrative:
Although requested, the manufacturing lot number was not reported, however, the device history record for all devices is reviewed prior to shipping the device from the tmt facility. Additionally, the tm patella was not returned for evaluation as it was retained by the surgeon. The tm patella in this event was found to be compatible with the femoral component that was implanted. The tm patella is not reported to have failed but was revised as part of a stage 1 total knee revision as a result of infection. As reported, the surgeon provided photographs to illustrate how well bone ingrowth occurred in spite of the infection. Based upon these photographs, the tm patella appears entirely intact and appears to have performed as intended. This investigation is considered closed at this time; however, should additional information become available, this report shall be updated.

Event description:
It was reported that a patient developed an infection approximately 7 months after the tm patella was implanted. The tm patella was implanted on (B)(6) 2014 and revised on (B)(6) 2015. Additionally, it was noted that the surgeon removed the implant in stage I revision and wanted to provide zimmer with feedback on how well bone ingrowth had occurred under the circumstances.